Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered up with only a green dot in the center of the display. Complainant indicated that there was no patient involvement in the reported malfunction.